Manufacturer narrative:
An evaluation of the reported devices cannot be performed as they were retained by the hospital and were not returned to the manufacturer. Additional info pertaining to the devices referenced in this report (including x-rays and medical records) was requested. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9610726-2010-00335.

Event description:
It was reported that, "she had pain with the stems in both her femur and tibia. The plan was to remove these and place shorter cemented stems to alleviate her pain."